Event description:
It was reported that a patient was getting ¿hugh spikes in spasticity¿ several times in the last month and it ¿cannot be explained chemically.¿ the patient stated it happened once or twice a few months after implant ¿but never subsided¿ and the patient had to take ¿140mg of medication on top of the pump.¿ the patient had an appointment to see the healthcare professional (hcp) the afternoon of this report to discuss the pump. The patient reported he spoke with the hcp and ¿had to have the pump up and up but now there maybe a potential problem with the pump. The issue was the pump was supposed to control spasticity and it wasn¿t; ¿it was not a question of high enough dosing.¿ all of a sudden the patient was not getting relief and sometimes it subsided. The patient reported the pump was ¿working but intermittently.¿ the patient reported he was ¿using an electrical muscle stimulator times twenty because it was very strong near the pump for twenty minutes¿ and wanted to know if that would affect the behavior of the pump. The patient reported he had an MRI (magnetic resonance imaging) about two months ago. They checked the logs three days after the MRI and there was no indication of motor stall listed on the log. The patient reported he ¿heard the alarm beep.¿ the patient reported that the ¿log is not prove to be a reliable source.¿ the patient reported the MRI ¿showed it was clear except the attachment to spine.¿ the patient inquired if his pump was part of a pump battery recall. The pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow up was being conducted to obtain additional information. Should additional information be received it will be added to this event.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).